Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, the optical inspection of the display revealed that the glass is broken, and a thin crack is visible. Black dots can also be seen along the crack. Half of the display is not readable. Measurement cannot be carried out in this state. The cause of the damage can't be clearly identified as a manufacturing defect, user error, or an assembly error. The returned display assembly is found to be defective. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
The initial reporter had an issue with the display of the coaguchek xs plus meter that could lead to a misinterpretation of a result. The customer stated they could only see half of the screen at a given time and the display was distorted. The lines through the screen affect the ability to read the result accurately. There was no actual misinterpretation of a result.